Event description:
At about 15 days after the primary surgery, the patient came in reporting pain due to a dislocation of the head from the liner and the cause is unknown. The surgeon revised the head, stem, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2208324: 30 items manufactured and released on (B)(6) 2022. Expiration date: 2027-05-16. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported case during the period of review. Additional component involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot 2119462: 50 items manufactured and released on (B)(6) 2022. Expiration date: 2027-03-13. No anomalies found related to the problem. To date, 47 items of the same lot have been sold with no similar reported case during the period of review.